Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the b30 error message displayed due to a broken cable connector which failed communication. However, the specific root cause of the cable connector failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable connector failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "b30" occurred upon connection of the olympus, model ch-s190-xz-e, hd autoclavable camera head to a processor and start up of the processor. The procedure was delayed 15 minutes due to the problem; the patient was under anesthesia during the delay. The intended procedure, a laparoscopic hysterectomy, was completed using another similar device. There was no patient injury, associated with the event, reported to olympus.